Event description:
It was reported that during an unknown procedure, the device only fired 1/2 staplers in bowel, other half went in one side and then fell out. Left hole in anastomosis requiring use of another stapler and further resection of bowel. No patient consequences.